Manufacturer narrative:
One device was returned for analysis. Visual inspection showed cracks on both plunger case. The tamper seal was not broken. Review of the event history log (ehl) showed low battery. The device was powered on during the functional test and the reported issue was duplicated. Low battery was found at power up and the battery was not charging with ac power. It was determined that the cause was due to the battery not charging. As a result, the battery was replaced and a functional test was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown

Event description:
It was reported that the battery did not hold a charge. No patient injury was reported.